Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 did not open/close all the way. A field service engineer replaced the damaged slide rails on both sides of cubie drawer 3 in the full height unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3 did not open or close all the way, also customer reported that when dispensing medications drawers required a force pull to access remaining pockets and a force push to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.